Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir of the insulin pump was broken off. The customer¿s blood glucose level was 183 mg/dl. The customer also stated that the reservoir compartment was cracked. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label, cracked keypad overlay at select button, and minor scratched lcd window.